Manufacturer narrative:
The device was not returned to zoll for evaluation. A zoll field service representative evaluated the device at the customer's site. The device passed functionality testing and preventative maintenance procedures onsite and was recertified for use. The device data logs were reviewed and an exhalation system fault 2062 alarm was observed. This alarm is typically the result of a kinked/blocked breathing circuit. The breathing wye circuit used was not available for testing as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "internal error" message. No further information was available. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.